Event description:
Customer reported that automatic quality control (aqc) was not run on the instrument from (B)(6) 2014 through (B)(6) 2014. There was no report of injury due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. Customer reported that the operator de-selected the automatic quality control (aqc). Customer should not have run patient samples when automatically quality control was not being run. Customer selected aqc and the instrument is performing as intended.